Event description:
It was reported that the pump had constant motor rate error. The event occurred during pre-test prior to patient use. There was no patient involvement,and harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and customer reported motor rate error was confirmed with event logs history. There was no 12-month service history during the review. Investigation findings revealed that drivetrain components were worn. Stepper motor, worm gear, worm coupling and clutch were replaced. The probable cause of the reported issue was worn out components. The device passed all functional testing after repair and was returned to the customer.